Manufacturer narrative:
(B)(4). Event date: (B)(6) 2014. Günther tulip vena cava filter jugular approach. Catalog igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: without imaging or product it was not possible to conclude an exact root cause for this event. However, if the filter tilted as described by the physician, it is likely that the filter hook resting against the ivc embedded in the vena cava wall due to endothelization. Several case reports are published in articles, and describe difficult filter retrievals with successful result. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2013: the complaint filter was placed in ivc while tilting. On (B)(6) 2014:filter retrieval 9 weeks after the placement with gtrs was performed. However, the filter hook could not be grasped with gtrs snare. Although gtrs was changed to en snare, the result was the same and the filter was impossible to be retrieved. Patient outcome: no information was provided.